Manufacturer narrative:
Additional information received from the local field representative indicated that there were no plans for additional intervention and the patient planned to be monitored.

Event description:
Boston scientific received information that an alert was received via remote monitoring indicating there was a high pacing impedance greater than 2,000 ohms with this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's left ventricular (lv) lead. No adverse patient effects were reported.